Event description:
It was reported that the customer alleges they had a patient fall and the mattress slid off on top of the patient. No injury or adverse effect was reported as a result of this event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the customer alleges they had a patient fall and the mattress slid off on top of the patient. No injury or adverse effect was reported as a result of this event.

Manufacturer narrative:
It was identified that the issue was due to the user tucking the sheets under the bottom cover and not attributed to the mattress itself. The issue was resolved for the customer by discussing proper use of sheets on the mattress and explaining the importance of contact between the bottom of the mattress and the litter of the stretcher.

Event description:
It was reported that the customer alleges they had a patient fall and the mattress slid off on top of the patient. No injury or adverse effect was reported as a result of this event.